Manufacturer narrative:
H3: product analysis: evaluation determined that retaining ring on the output drive shaft has snapped. The likely cause of the failure is drive shaft, input got corroded and pitted. It was also noted that e attachment has locked up and does not rotate and lasermarkings and colorband are faded. B3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of not a complaint .no patient impact reported.repair request escalated to product event on evaluation due to detachment of component.